Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stockout report was not printing. A technical support specialist (tss) remotely connected to the enterprise server and verified that the stockout destination configuration was present for each device, then identified that the printer was not routed to the individual stations. The print spooler service and the bulletin print service were restarted, and service behavior was reviewed with no errors identified. It was determined that the stockout destination was left blank for all stations, and the customer was informed and instructed to correctly select the appropriate stockout destination and ensure it was routed to the correct printer. Follow-up was requested to confirm successful printing after the configuration updates, and the customer later confirmed that the printer had been assigned correctly and that printing was working as expected. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the stockout report was not printing. However, there were no delays or adverse events or injuries reported based on this event.